Manufacturer narrative:
Information references the main component of the system.

Event description:
A manufacturing representative reported that a patient stated their battery must have died and it hasn't worked in four months. The patient is now feeling pain in their sciatic nerve all the way down to their knee. They will follow up with their healthcare provider, the day after the report, to see if it is the lead causing the nerve pain. The implantable neurostimulator (ins) is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported the loss of therapeutic effect with implantable neurostimulator as they did not had therapeutic effect since implant. Patient wanted to change the settings so they could get therapeutic relief. Patient was not feeling stimulation even thought the therapy was on. Patient turned the therapy on by themselves but they were not sure about that they were getting therapeutic relief. Patient was able to increase stimulation from 0.8 to 0.9 on program 4 and they were feeling stimulation. Patient stated that no one helped them to try these new settings. Patient was told that they shouldn't change settings more than every couple of months. Patient would try new settings for help in symptoms. Patient also reported that she had no therapeutic relief with trial device, but was told that with permanent implant, patient would have "750" other settings to try. Patient would contact with health-care professional (hcp) for new settings. Patient was implanted for urinary gastrointestinal/ pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The health care provider (hcp) reported that the patient told them that the interstim was implanted a year ago and it was never programmed, and it caused the patient left foot pain. The hcp was trying to find the patient an interstim doctor and a manufacturer's representative (rep) to address the issue. The hcp also noted that the patient's device was not functioning and had never worked, further mentioning that patient was experiencing pain. No further patient complications were reported/ anticipated as a result of this event.